Event description:
It was reported that intermittent occlusion alarm occurred. Additionally, the customer reported blurred vision. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was over 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.